Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and had pacing threshold measurements change from 0.5 volts at 0.5 milliseconds at the implant procedure to 6.0 volts at 2.0 millisecond. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted set screw marks on the terminal pin but no discernible set screw marks were noted on the ring. Ther was a cut noted 340 millimeters from the terminal pin. There was surface electrocautery damage noted in several places. The lead passed electrical testing. The clinical observations could not be confirmed by analysis. Analysis indicated the cut was most likely induced damage from the explant procedure.